Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpected power off multiple times when the device was tilted at an angle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient-related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device had unexpected power off multiple times when the device was tilted at an angle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient-related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue but could not duplicate it. The root cause of the reported issue could not be established. After completing other unrelated repairs, proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. Section h10 of the initial medwatch report #0003015876-2022-00810 indicated: stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Section h10 of the initial medwatch report #0003015876-2022-00810 should indicate: stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.